Event description:
Dialysis was initiated without difficulty bp 150/70. A few minutes after treatment was inititated foam was noted in venous header of the dialyzer and the foam extended throughout the venous line and into the venous needle. The air detector was turned off by the staff member when the machine began to alarm. Pt's color was ashen, bp 90/60. Pt was placed in t-berg position on her left side, given o2 and treatment was terminated. Blood was not returned. Pt reported slight chest discomfort and transferred to the hosp. Equipment and bloodlines checked and a slit approx 1 inch in length was apparent in arterial bloodline.